Event description:
It was reported that a malfunction occurred with the pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, after which the malfunction did not recur, allowing the customer to continue using the pump.